Event description:
It was reported per the independent repair center statement, the unit was alarming or red light. The key failure was the sieve bed being defective. No patient injury alleged, no additional information provided.